Event description:
It was reported that the tip of the electrode was protruding outward, and the physician wanted to tie it down and then re-optimize. Subsequently, a lead revision procedure was performed, and the lead currently remains in service. No additional adverse patient effects were reported.